Event description:
During device installation the arjo rental technician, when plugging-in the device plug into the socket heard a noise, and smoke, sparks and little flame came from the plug. There was no patient involvement. No injury was sustained. The caregiver who was inside the room at the same time, grabbed the cable to unplug it. The device was checked by arjo before the event and no issue with the power cord was found.

Manufacturer narrative:
The cause of the melting plug was investigated by the manufacturer, who conducted a series to find the cause of the issue. The test showed the plug's internal wires had intermittent disconnection. The manufacturer simulation showed that when the power cord is used over time, especially when the wire is pulled directly to unplug it, the inner wire may become loose, causing this intermittent disconnection, and further could produce arcing. Strong arcing may produce sparks, and the insulating material could break, generating the green substance (copper chloride), and the plug could melt. To sum up, arjo device failed to meet its performance specification since the power cord was melted and from that perspective was involved in the event. The device was not used for the patient's treatment when the issue occurred. The complaint was assessed as reportable due to the melted power cord. No injury was claimed. The device is distributed outside the us and no gudid information exists.